Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).